Event description:
It was reported that during an implant attempt, the physician had difficulty implanting the implantable cardiac monitor. It was noted that the implant tool was not inserted far enough into the pocket and a forceps was needed to push the device into the pocket. Dermabond was then used to close the pocket. One week after implant, the device was noted to be backing out at the insertion site. The device was removed and will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).